Event description:
The surgeon reported he had 4 cases of tass from yesterday all from cataract procedures. He wants to check on the pack contents, tubing etc. Add'l info rec'd in 2008. The pts were treated with high dosages of steroids and the inflammation had resolved. The pts are doing well and did not require any surgical intervention for this issue. The site contact stated that the common denominator for all cases was the ansell gloves, a non alcon prod. They have since discontinued using the gloves and have not had any further cases of tass. For add'l pts, reference the following MDR#s: 1644019-2008-00005, -00006, -00007.

Manufacturer narrative:
No samples were returned for eval. A review of the complaint history for the past two yrs shows no add'l tass reports were rec'd from this facility. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the used of an alcon prod. In addition, a tass task force sponsored by the ascrs and under the leadership of dr. Met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated 2006, found no conclusive epidemiologic data to suggest that any one prod was responsible for the increase in tass cases that were reported. Careful analysis of the info provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared prod and the cases of tass reported. Therefore, these conclusions this report mailed in to FDA on 03/14/2008.